Event description:
One morning in feb 2001, the pt's blood glucose on pt's one touch basic meter was 91mg/dl. No medication or food taken. At 11/a, at a regularly scheduled doctor's appointment, pt began feeling shaky and dizzy. Pt's blood glucose on the doctor's meter (unknown type) was 292mg/dl. Pt was treated with "two pills." The meter is not cleaned according to MFR's recommendations. Alcohol is used regularly to clean the meter optics, a practice which is warned will damage the meter optics and result in inaccurate blood glucose results.